Manufacturer narrative:
Failure analysis on the returned user interface front bezel assembly shows that contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the nav ring not functioning correctly.

Event description:
The customer reported the user cannot make setting changes via the touch screen or navigation ring and the numbers jump around. The customer reported there was no patient involvement.